Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. The cause could not be determined during system check with tandem technical support. Customer was able to change supplies and successfully deliver a bolus. The customer's blood glucose was 170 mg/dl.